Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalities noted during the manufacturing process.

Event description:
It was reported that during a lap nissen fundoplication procedure, the device gave an error and they tried using the test tip and it still failed giving an unknown error code. Another device was used to complete the procedure. There was no adverse consequence to the patient.